Event description:
Guide wire was stuck during removal, PICC accordioned back. PICC had to be removed because the guide wire was stuck. Second attempt on the same patient.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2025-00013. The malfunctioning devices will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2025-00012 and 2245270-2025-00013. The first defective sample included the sealing paper, catheter with a 10 ml syringe filled with saline solution (made by bd) and the removed stylet. The extension line at the distal ll-hub was kinked and the stylet was also kinked and wavy. The wavy stylet indicates that the catheter tube concertinated during stylet removal. Flushing the catheter with water was successful, and leakage was detected approximately 10.1 mm distal to the wing. Microscopic examination of the leaking area revealed two longitudinal tears measuring approximately 0.73 to 0.75 mm in length. This damage was likely caused by removing the stylet despite resistance, in combination with a concertinated catheter tube. The second defective sample included the sealing paper, a catheter with a 10 ml syringe filled with saline solution (manufactured by bd), a stylet, and the detached y-piece. The stylet was bent and a bit wavy. An attempt to flush the catheter with water was successful, and leakage was detected between the bold 30 cm marking and the wing. Microscopic examination revealed a wavy tear approximately 5.15 mm in length. This is a typical form of damage caused by continuing to remove the stylet after the catheter tube has already concertinated. The stylet showed several signs of mechanical clamping. In addition, microscopic examination of the detached y-piece showed a clear imprint of the stylet inside the glue. This confirms that the clamping of stylet and y-piece had a good connection. We assume that the stylet first detached from the y-piece, which is a safety feature designed to prevent an undetected stylet rupture inside the catheter tubing. Obviously, the user made a second attempt to remove the stylet. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. It is a safety feature that the tensile strength of the stylet exceeds that of the connection between the stylet and the y-piece, to ensure that the stylet does not snap. A two-year review of vygon USA's complaints data indicates that two complaints related to this issue were recorded for lot 23k005d, both originating from this facility. Corrective action: based on the investigation, this issue is attributed to the conditions of use, and there are no indications of a manufacturing-related issue. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.

Event description:
Guide wire was stuck during removal, PICC accordioned back. PICC had to be removed because the guide wire was stuck. Second attempt on the same patient.